Event description:
Additional information was received that the root cause of the reduced flow was not known. Computed tomography (CT) scan was done but no signs of acute issue was identified. The patient was discharged at home some days after the accident in a stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported reduction in flow, resulting in a low flow alarm. A specific cause for this event could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 02may2025 through 18may2025. Estimated flow typically ranged from 3.5-4.4 liters per minute (lpm). A low flow alarm was captured on (B)(6) 2025 from 14:34:34 to 15:00:41. During this alarm, estimated flow values were captured as low as 0 lpm. Of note, the low flow threshold was set to 2.0 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was involved in a car accident. The system controller log files showed the flow reduced up to zero for a short moment. The root cause of the issue was not known. The patient was admitted to the hospital and computed tomography scan was done.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.